Manufacturer narrative:
Batch review performed on 17 december 2021. Lot 2105760: (B)(4) items manufactured and released on 25-aug-2021. Expiration date: 2026-08-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional items involved in the event, batch review performed on 17 december 2021. Liner: mpact 01.32.3644hcat hooded pe hc liner ø36/e lot. 2006616. Lot 2006616: (B)(4) items manufactured and released on 22-sep-2020. Expiration date: 2025-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Stem: quadra-c 01.12.041 cemented, mirror polishing std stem size 1 12/14 lot. 2106155. Lot 2106155: (B)(4) items manufactured and released on 22-july-2021. Expiration date: 2026-07-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 lot. 2011671 lot 2011671: (B)(4) items manufactured and released on 02-march-2021. Expiration date: 2026-02-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event.

Event description:
At 1 month after the primary, hip surgery was performed due to infection. The surgeon revised all the components.

Event description:
On (B)(6) 2022: spacer implants were revised and permanent devices implanted.

Manufacturer narrative:
On (B)(6) 2022: spacer implants were revised and permanent devices implanted.